Manufacturer narrative:
As reported, a 6f-7f mynxgrip vcd was unable to return the shuttle and the unknown sheath after the mynx was deployed. The sealant was still in the device after removal of the mynxgrip. Therefore, manual compression was performed due to mynxgrip failure. There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions for use (IFU). There were no anomalies noted prior to use of the device. The mynx was prepped per the IFU. There was no difficulty noted during the prep. The device was purged of air during prep. The device storage did not exceed 25 °c. The deployer shuttled down completely and there was no resistance while shuttling down. There was no excess force used while shuttling down. The advancer tube was visible for about 1-2mm. No unusual force was used while retracting the sheath. There were no kinks in the sheath or device after removal. A 6f non-cordis sheath was used. The product was not returned for analysis. A product history review of lot f2107001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant swelling up prematurely, may have contributed to the reported event. It should be noted that this will cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue and deployment jam. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2107001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-7f mynxgrip vcd was unable to return the shuttle and the unknown sheath after the mynx was deployed. Therefore, manual compression was performed due to mynxgrip failure. There was no reported patient injury. The deployer was mynx certified. The device was stored according to the instructions for use (IFU). The mynx was prepped per the IFU. The device storage did exceed 25 °c. The deployer did shuttle down completely and there was no resistance when shuttling down. There was no excessive force applied when shuttling down. The shuttle would not retract according to the tech. The sealant could not be seen due to the shuttle being unable to retract. A 6f non-cordis sheath was used for the arterial procedure. The patients bmi was not greater the 40 kg/m. As per the sales rep, the rest of the unused mynxgrip from the same box were discarded by the site. The device will be returned for evaluation.